Event description:
On (B)(6) 2010, at outlying facility for mi, pt treated with 2.5x15 promus otw to proximal lad. Discharged on asa and plavix, but has a history of not being fully compliant with medicines. On (B)(6) 2010, transferred to our facility with non-stemi. Films reveal 100% occlusion at site of previously placed stent with thrombus. A 2.5x15 apex for multiple inflations. Thrombectomy performed. A 3.0x15 apex to further dilate with good angiographic results. Integrilin drip to continue for 12 hrs. Discharged on asa and prasugrel.